Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a centered hole in the right atrial (ra) port seal plug. The device case was removed to facilitate inspection of the internal components and further testing. Results found depleted cell with no battery-related failure determined but it was operating in safety mode. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was nearing a one-year period of remaining battery. When the device was checked, a safety mode alert was triggered for the pacemaker. The pacemaker was explanted and apparently would be changed for a non-bsc device. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was nearing a one-year period of remaining battery. When the device was checked, a safety mode alert was triggered for the pacemaker. The pacemaker was explanted and apparently would be changed for a non-bsc device. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was nearing a one year period of remaining battery. When the device was checked, a safety mode alert was triggered for the pacemaker. The pacemaker was explanted and apparently would be changed for a non-bsc device. No additional adverse patient effects were reported.